Event description:
Patient presents to the ed via ems from rehab with complaint of respiratory arrest pta. Pt has 52% stat, 72% with albuterol. Event: the patient's ventilator was saying "technical error on expiratory cassette". Advised rt to change the ventilator to a new one, tagged the defective machine and leave the vent circuit connected. No harm to patient. Recommendation from resp. Therapist: always check the temperature humidity settings.